Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that post implantation of a bifurcated device, an aortic extension and a limb extension on the right side, no stent graft in the limb extension delivery system was noted under angiogram while implanting the limb extension on the left side. Reportedly, the physician did not have an additional limb extension to continue the procedure. A distal endoleak was noted at the end of the procedure for which the physician has scheduled to bring back the patient.

Manufacturer narrative:
The device was returned for investigation. The only apparent damage was to the inner core that exhibited kinks and bends. The result to determine if a stent had been loaded into the returned device, was inconclusive. There were no apparent marks from the stent struts. The outer sheath of the delivery system was also examined to determine if there were scrape marks inside the sheath that would possibly be present from the insertion and delivery of the stent graft. There was no apparent evidence that there had been a stent graft inside the delivery system sheath. From both the examination of the anchors and the outer sheath, there was no evidence that there had been a stent graft inserted into the delivery system. Review of the device history record did not reveal any related nonconformances that would have caused or contributed to the reported event. The manufacturing records confirm that the lot met all requirements prior to release. The lot usage history showed all units were consumed and no other unit from this lot were involved in a similar event. The product labeling has been reviewed and confirmed that the reported events are adequately captured in the existing labeling.

Event description:
It was reported that during an endovascular aneurysm procedure, the left limb extension delivery system did not contain the stent graft, resulting in an iliac limb untreated. Reportedly, during the procedure the bifurcated device, suprarenal aortic extension and right limb extension were deployed uneventfully. The physician had planned to place bilateral limb extensions. When the physician introduced the limb extension delivery system in the left iliac artery, and attempted to deploy the stent graft, it was observed under angiography that the device delivery system did not contain the stent graft. A small endoleak of the left iliac artery was identified. There were no additional devices to use, and the physician elected to conclude the procedure. During a follow up visit it was observed that the endoleak had resolved spontaneously.